Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a decrease in the percentage of effective cardiac resynchronization therapy and when performance data was reviewed, it revealed the left ventricular lead had periods of non-capture. Reprogramming options were discussed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the patient was seen in the clinic and phrenic nerve stimulation was observed. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.